Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting an accucath peripheral IV catheter assembly. The depicted device included the housing assembly. The catheter was not visible. Biological residue was observed throughout the sample. The needle appeared to be fully withdrawn into the housing. The guidewire exhibited a sharp kink approximately midway along the protruding length. While wire damage was evident in the submitted photograph, inspection of that photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted insertion against resistance and excessive device manipulation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the safety activated and when it came through the back of the catheter the wire was hair pinned. It was stated it was not hooked on anything. Tm's understanding is it happened inside the patient.